Manufacturer narrative:
By checking the manufacturing chart of the lot# of the component involved, no anomalies were found. This was the first and only complaint involving this lot#.we will submit a final report after final investigation.

Event description:
Revision surgery occurred on (B)(6) 2019. The primary surgery was performed on the (B)(6)2018. During this revision the smr smal- r liner (code #1377.50.005, lot #15at1gn) of the anatomic smr shoulder was found broken and no longer connected to the metalback. According to the info reported, the polyethylene pin was broken and the liner had moved to axilair. There was a lot of metalossis in the patient because the anatomical humeral head (46 mm) was rubbing against the metal back smr glenoid component. Event occurred in (B)(6).